Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was off and the battery was dead. The patient reported that their dad passed away and they did not recharge. Patient reported that when they tried to recharge a couple of months prior to the report, they could not recharge. The patient reported that they were not feeling stimulation currently due to the battery depletion. No patient complications have been reported because of this event. No symptom was reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their weight at the time of the event to be (B)(6) pounds and that the overdischarge/ loss of stimulation had been resolved.